Event description:
This is a spontaneous case report received from a purchasing agent on behalf of a medical doctor in united states on 06-jul-2015. It refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2015; the lot number used was b76528 (expiration date oct-2016). During the insertion procedure, the unit misfired and broke up into many pieces. The pieces had to be removed from the patient. As far as the purchasing agent knew, no additional treatment was required. Follow up information received on 07-jul-2015: the patient was not pregnant at time of the insertion. Essure was inserted for permanent sterilization. According to the office manager, during first coil deployment, the unit was deployed and came apart into several pieces and all of them were collected. It was reported that the patient was okay. The product technical complaint (ptc) investigation and final assessment were received on 21-jul-2015. The bayer reference number for the ptc report is: (B)(4). Lot number b76528 (production date 02-oct-2013; expiration date 31-oct-2016). Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and premature deployment is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the unit misfired and broke up into many pieces. The pieces had to be removed from the patient. Patient was okay. The reported events, regarded as a device deployment issue followed by device breakage, were considered non-serious. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The other event is also listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
This is a correction to the initial report submitted august 3, 2015, the 'date received by manufacturer" has been updated from 06/06/2015 to the correct date of 07/06/2015. Date was reported accurately in 'describe event or problem' of initial report.

Manufacturer narrative:
Follow-up information received on 14-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the unit misfired and broke up into many pieces. The pieces had to be removed from the patient. Patient was okay. The reported events, regarded as a device deployment issue followed by device breakage, were considered non-serious. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The other event is also listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.